Event description:
Doctor had an in-stent cto and from an antegrade position had a caravel tip come free. States it may have been snagged behind a stent strut, but couldn't be exactly sure how it came free and said device was not torqued. Tip was safely removed with a balloon